Event description:
Event description guidant received information that a question was received at guidant's technical services regarding the recent advisory on this implantable cardioverter defibrillator (ICD). The device checks out normal with a monitoring voltage of 3.17 and a charge time of 7.2 sec. ,